Manufacturer narrative:
Initial report indicated no patient involvement. Verification received that issue did occur during surgery. No patient information is available. Device was discovered returned during the investigation of the returned the distraction/compression instrument device received by MFR: initially reported as october 16, 2106; however, it should have been december 02, 2016. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received clarification from the reporter regarding the broken guide wire. The reporting sales consultant was referring to the distraction/compression instrument as a "guide" and thought that was what was referred to when asked about the broken guide wire. The sales consultant present for the case was not aware of any guide wire being used in the procedure and, therefore, was not aware of any guide wire breaking off inside the distraction/compression instrument. A post-operative x-ray showed no pieces of the broken wire remained in the patient.

Manufacturer narrative:
This report is for one (1) unknown pin/wire. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, prior to the surgery while preparing instruments for sterilization, it was noted that the compression/distraction instrument from the locking compression plate (lcp) ulna osteotomy system was more difficult to turn than normal. Device was used during surgery and functioned as intended. While setting up for another surgical procedure it was noted the threaded spindle portion of the compression/distraction instrument is bent. No surgical or patient involvement was reported. Review of the returned locking compression plate (lcp) ulna osteotomy system device by manufacturer revealed that an unknown guide wire is broken off and stuck inside the cannulation of the compression/distraction instrument. Sales consultant confirmed that the guide wire broke at the time instdistraction instrument issue occurred. This report is for one (1) unknown pin/wire. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturer investigation results are as follows. During the preliminary investigation at customer quality (cq) on (B)(6) 2016 it was discovered that an unknown guide wire is broken off and stuck inside the cannulation of the compression/distraction instrument. Follow up with the sales consultant determined that the sales consultant was not aware of any guide wire breaking off inside the distraction/compression instrument. Sales consultant present for the procedure states a post-operative x-ray showed no pieces of the broken wire remained in the patient. The device has been added with a complaint category of ¿broken : procedural step unknown.¿ the k-wire was broken and stuck in the cannulation of the returned distractor. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.